Event description:
On (B)(6) 2010, pt reported she was in the "info" screen and viewing her bolus history. Pt stated, the dates are out of order. Attempted to assist pt to go into info to view the bolus history, but pt's phone had a bad connection. Was unable to hear the pt because the connection was breaking up. Pt advised interpreter, she would call back at a later time. Unable to complete troubleshooting. Several attempts were made to contact pt; was unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.